Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting out of range pacing impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted, and no noise episodes were observed. All other electrical measurements have been normal on this system. The health care professional (hcp) stated they will continue to monitor this patient. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).